Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, at the time of the first balloon insertion, the balloon did not inflate. A new product was used to resolve the issue. There was no patient injury.